Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a pacemaker mediated tachycardia (pmt) episode, and delivered inappropriate anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response. Then a inappropriate shock was delivered, which accelerated the patient's rhythm into the ventricular fibrillation (vf) zone. Subsequently, a second shock was delivered, which successfully converted the patient's rhythm. It was noted that the patient experienced a seizure at the time of this event. This ICD remains in service. No additional adverse patient effects were reported.